Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a tip detachment occurred.the target lesion was located in the proximal and distal right coronary artery (rca). The blood vessel diameter of the distal rca was approximately 3mm. The lesion in the distal rca was 75% stenosed lesion without calcification. The lesion in the proximal rca was 50% stenosed, severely calcified and severely tortuous. The atlantis sr pro2 imaging catheter was inserted and crossed the proximal rca without problem. When the imaging catheter crossed the proximal rca to the distal rca, resistance was encountered and the imaging catheter became stuck. It was confirmed that the non-bsc guide wire was bent. Due to the bent guide wire, the guide wire and imaging catheter were not parallel. The imaging catheter was removed with no resistance, but the distal tip of the imaging catheter had become detached in the proximal rca and remained in the body. A non-bsc snare was inserted and advanced to the proximal rca but was unable to cross the calcified part. A non-bsc balloon catheter was inflated and then the snare crossed the proximal rca. The detached tip of the imaging catheter was captured with the snare and removal attempted. When removing the snared tip, it became stuck in the proximal rca. The non-bsc guide catheter was deep seated and removal attempted again but failed. It was unable to retrieve the snare with the detached tip of the imaging catheter into the guide catheter. The snare with detached tip and the guide catheter were then removed as a unit. The procedure was continued, stent was implanted and the procedure completed without (B)(6) (intravascular ultrasound). The patient's condition was reported as good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a tip detachment occurred. The target lesion was located in the proximal and distal right coronary artery (rca). The blood vessel diameter of the distal rca was approximately 3mm. The lesion in the distal rca was 75% stenosed lesion without calcification. The lesion in the proximal rca was 50% stenosed, severely calcified and severely tortuous. The atlantis sr pro2 imaging catheter was inserted and crossed the proximal rca without problem. When the imaging catheter crossed the proximal rca to the distal rca, resistance was encountered and the imaging catheter became stuck. It was confirmed that the non-bsc guide wire was bent. Due to the bent guide wire, the guide wire and imaging catheter were not parallel. The imaging catheter was removed with no resistance but the distal tip of the imaging catheter had become detached in the proximal rca and remained in the body. A non-bsc snare was inserted and advanced to the proximal rca but was unable to cross the calcified part. A non-bsc balloon catheter was inflated and then the snare crossed the proximal rca. The detached tip of the imaging catheter was captured with the snare and removal attempted. When removing the snared tip, it became stuck in the proximal rca. The non-bsc guide catheter was deep seated and removal attempted again but failed. It was unable to retrieve the snare with the detached tip of the imaging catheter into the guide catheter. The snare with detached tip and the guide catheter were then removed as a unit. The procedure was continued, stent was implanted and the procedure completed without post-ivus (intravascular ultrasound). The patient's condition was reported as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Eval summary attached, device evaluated by MFR., method codes, results codes and conclusion codes: updated. Device evaluated by mfg.: examination of the returned device revealed the distal tip assembly was broken off when received. The returned catheter and tip appear very clean with no blood or fluid present in the lumen or on the surface. The complaint device was received in two pieces, the distal tip end was 2.3cm and the rest was 167.9cm long. The broken distal tip appears to have characteristics similar to previous brittle failures. Visual analysis revealed the distal tip imaging window was broken off again into two pieces 1.4cm and 3.0cm long. The remaining portion of the imaging window appears to be highly embrittled. Image characterization testing cannot be performed based on the returned condition of the catheter. The distal side of the initial fracture location was analyzed using sem (scanning electron microscopy). Based on the results of the sem analysis, there are clear indications of stretching, tearing and marks believed to be from interaction with the guide wire utilized in the procedure. Additionally, there appear to be small areas where the break is clean and abrupt with no signs of elongation. The tip break as a whole is inconsistent with previous brittle failures. Three samples (distal side of initial fracture, proximal end of the initial fracture, and a sample from the imaging window broken during analysis) were sent to an outside vendor for oxidation analysis. This analysis revealed very high levels of oxidation for all three samples when compared to previous brittle tip samples sent for analysis. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The results of the device analysis are not typical of embrittled tip failures. The condition of the returned catheter suggests that the catheter may have been re sterilized prior to and/or after the use of the device. Additionally, the available information regarding the preparation, use, and handling of the device is inconsistent with the returned condition of the device. The most probable root cause is undeterminable.